Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that when installing the new imaging system, they found that the f4 fuse was blown. There was no patient present when this issue was identified. Onsite investigation revealed that this event was caused by other issue and not a blown fuse. The field systems engineer suspected that the atp board along with the atp eprom were the real cause. Replacement of the atp board and the atp eprom resolved the issue. No further issues were reported. Analysis of the returned atp board and atp eprom could not confirm any failure as they both passed testing and functioned as expected without problems. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that when installing the new imaging system, they found that the f4 fuse was blown. There was no patient present when this issue was identified.